Event description:
It was reported that particulate matter was found inside the reservoir of a large volume intermate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured november 14, 2014 to november 17, 2014. The device was received and evaluated for the reported issue. A visual inspection was performed and revealed a solid particle approximately 1.67 mm in length floating in the fluid inside the reservoir. Fourier transform infrared spectroscopy scanning identified the particle to be acrylic material. The reported issue was verified through evaluation. The cause of the particulate matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA was opened to investigate the reported condition. Should additional relevant information become available, a supplemental report will be submitted.